Event description:
It was reported that during an abdominal hysterectomy "when the device was engaged, the jaw slid sideways and cut an artery." The artery was repaired and 2 units of blood were given to the patient. The patient was reported to be in satisfactory condition following the procedure.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with visible biological material on the handle and jaws; evidence that it was clinically used. The jaw functionality was tested and confirmed to be acceptable as it was able to actuate, locked/unlock multiple times. While the jaws were in the locked position, they were inspected and found to be aligned. The rotator knob was rotated 180 degrees several times to verify functionality. The rotation functionality was smooth and locked in the starting and finishing positions, as intended. The blade did not extend completely and had an unusual feel when the blade trigger was depressed. The cutting ability was tested. This test is performed by grasping tyvek material, locking the jaws and depressing the blade trigger to engage the blade and cut the material (performed 3 times). On the third cut test, the blade trigger stopped functioning. The device was then disassembled in order to identify the cause of the blade not extending completely. The device was found to have the blade trigger disconnected from the blade carriage assembly and the blade trigger connector was damaged. Stryker sustainability solutions testing identified that both om and reprocessed stryker lf4200 devices exhibited the same type of failures reported when cutting material where the jaws are 2.3 mm apart when in the closed position. Based on stryker sustainability solutions engineering evaluations, the type of failure reported can be caused by clamping on large, rigid tissue. Design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Sss instructions for use states: "prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.